Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer felt the insulin pump was not delivering insulin accurately. Troubleshooting was performed, and the insulin pump passed the self test. It was stated that the customer changes the infusion set every three days, and has not received any alarms. The customer was unable to conduct the high pressure test at the time of the call. Nothing further was reported.